Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Nine years or more have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the components on the board deteriorated over time due to repeated use.

Manufacturer narrative:
The device was sent to olympus for annual inspection. During the evaluation, the no image issue was confirmed due to a faulty ap board. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A no image failure was found on a video system center during an annual inspection. There was no patient injury due to the reported issue. No additional information has been obtained.